Manufacturer narrative:
The ps insert was replaced by a same size pcl substituting insert. Lot history records were reviewed and explanted ps insert was returned for evaluation by coi engineering (see memo m15-013). There was no evidence that the design and manufacture of the implant contributed to this incident but rather the surgeon far exceeded to maximum posterior slope of 7 degrees suggested in the coi surgical technique.

Event description:
Ps knee insert dislocated while patient was undergoing a flexion movement in pt. Tibial insert was replaced.